Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it the time is approaching for device replacement. Most recent battery measurement was 2.9872 volts on (B)(6) 2015. Recommended replacement time (rrt) had not been triggered. No patient alerts. (B)(4).

Event description:
It was reported that sometime after implant, the left ventricular (lv) lead thresholds increased and there was no capture. At a device check, a chest x-ray showed the lv lead dislodged. The next day, the lv lead was programmed off. It was noted that unexpected longevity on the device was suspected. The device and the lv lead were explanted and replaced. The patient is a participant in the adapt response clinical trial study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.